Manufacturer narrative:
The device involved in this event has not been returned for evaluation.

Event description:
It was reported that onyx (liquid embolic) could not be visualized during injection. No patient injury reported.